Manufacturer narrative:
The reported field event of over current detection alerts was confirmed in the laboratory. Analysis of the device revealed that the over current detection alerts were being triggered by an anomalous component within the high voltage circuitry.

Event description:
It was reported that during device change out, when induction testing was performed with the chronic lead, the device failed to rescue the patient and external defib was used. Device interrogation revealed alerts for possible hv lead issue, out of range hv impedance, and output circuit damage. Due to over current detection, the device kept delivering 20j shocks instead of ending therapy. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.